Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm. The insulin pump was received with minor scratches on display window, cracked case on display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked case on reservoir tube window corner.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer also stated that insulin squirted out during prime. Customer was advised this might have been due to a button being stuck. Blood glucose value was 150 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.